Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the pocket site, where the implantable cardioverter-defibrillator was implanted. The patient complained of pain when the incision side of the pocket was touched. The physician revised the pocket on (B)(6) 2020. The patient was stable post-procedure.